Event description:
It was reported that, the right atrial (ra) lead of this pacemaker exhibited loss of capture (loc). It was noted that the ventricular lead sense first, then the atrial sensed after 23 ms. The clinic sent the patient for an x ray thorax. The impedance and sensing have not dramatically changed. This pacemaker remains in service. No adverse patient effects were reported.